Event description:
It was reported that a patient presented in clinic with both right atrial and ventricular leads not capturing. Chest x-rays showed that the leads pulled back with no slack. Both leads were attempted to be repositioned, however the helices would not retract for both leads. Both leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2938836-2019-05008.

Manufacturer narrative:
The reported event of helix would not retract was confirmed while the reported event of loss of capture was not confirmed in the laboratory. The cause of the reported event of helix would not retract was isolated to excessive blood within the inner coil lumen. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: rv lead dislodgement and repositioning on (B)(6) 2019 was reported in manufacturer report number: 2017865-2019-09843

Event description:
Corrected: it was also reported that the patient has severe rheumatoid arthritis and uses lifts and a walker for ambulation. Therefore, the physician suspected that the patient¿s use of these aids had helped to dislodge the leads. This was the second time the leads were dislodged. The rv lead was previously repositioned on (B)(6) 2019. The patient¿s pacemaker was turned off prior to entering the procedure room on (B)(6) 2019. There was no allegation of malfunction on the pacemaker. Related manufacturer report number: 2938836-2019-05008.